Event description:
I am reporting an issue with the stelo continuous glucose monitor. After applying the sensor, I received an error message and removed the device. Upon removal, I noticed that the needle was not attached to the sensor. Due to concern that the needle might have remained in my arm, l went to the emergency room and had an x·ray taken. Fortunately, the x·ray did not show any foreign object, and I was informed that the needle had likely come out. I removed the sensor carefully, starting from the edges, and did not pull it off abruptly. Therefore, the fact that the needle was missing indicates, a clear defect. Dexcom, the manufacturer, requested that I return the defective sensor, however, I chose not to send it back in order to preserve it as evidence instead, I provided photographs showing the bleeding area on my arm and the site where the sensor had been applied. I am still in possession of the device.